Event description:
A nurse reported to baxter (B)(4) that the red line of the cassette was missing from the end that has the connecter. This issue was noted prior to product use and there was no patient involvement.

Manufacturer narrative:
(B)(4). This report for a missing component was not confirmed due to unavailable sample. A batch review revealed no problems during the manufacturing process and no deviations from standard procedure. The cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was requested. Should additional information become available, a follow up will be sent.